Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly dissatisfied with device placement. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed a cut on the silastic overmold at the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly underwent elective explant surgery. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.